Event description:
A (B)(6) y/o female pt with history of left breast cancer, who is s/p mediport insertion earlier this year in (B)(6). She has been undergoing neoadjuvant chemotherapy. Today, it was noted by her medical oncologist that the catheter did not have a good backflow. According to dr (B)(6) (oncologist), the catheter was flushed with saline, and he immediately noticed slight swelling in the subcutaneous pocket area. The pt was thus brought in for wound exploration, fluoroscopy, evaluation/revision of the mediport, possible removal. During the surgery, it was found that the catheter was disrupted between 5 and 6 cm from the tip, and on fluoroscopic view, the catheter tip was found to be retained in the right atrium. The remaining catheter and port were removed and transferred to higher level of care for foreign body removal.